Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly.